Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient received faulty batches of intermittent catheters which were labeled as size 12ch on the box and on the individual packaging but size of the catheters inside the box was found to be at least 14ch. These catheters were causing discomfort to the patient. At first, the patient thought this might be due to the lubrication but after comparing these catheters to their previous size 12ch catheters, they found these catheters were at least size 14ch. Patient had been experiencing bleeding from their urethra because of this issue. Hence, patient wanted to see if they could change the size to a smaller catheter. No medical intervention was reported. Per additional information via email from ibc on 06-may-2022, it was confirmed that no intervention at the moment.

Event description:
It was reported that the patient received faulty batches of intermittent catheters which were labeled as size 12ch on the box and on the individual packaging but size of the catheters inside the box was found to be at least 14ch. These catheters were causing discomfort to the patient. At first, the patient thought this might be due to the lubrication but after comparing these catheters to their previous size 12ch catheters, they found these catheters were at least size 14ch. Patient had been experiencing bleeding from their urethra because of this issue. Hence, patient wanted to see if they could change the size to a smaller catheter. No medical intervention was reported. Per additional information via email from ibc on 06may2022, it was confirmed that no intervention at the moment.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "mandrel lack of identification/misidentification". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.